Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Refer to medwatch # 2032227-2016-43001.

Event description:
The customer reported via telephone call that the display was difficult to read due to being scratched. The blood glucose reading was 400 mg/dl. The insulin pump was already being replaced.